Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of physical damage to the white power lead and green liquid seeping out of the cable was confirmed via the returned system controller, serial number (B)(6) . The controller was returned with green fluid seeping out of the white power cable and a small cut in the white power cable. The controller was functionally tested and passed all steps without any issues or alarms reported, and the system controller was operating as intended. The controller power cables were then dissected, and green fluid was found along both power cables. The underlying wires were in unremarkable condition. The root cause for the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped to the customer on 14mar2017. Heartmate ii lvas patient handbook under ¿the system controller¿ and heartmate ii lvas operating manual under section 8 ¿system controller¿ cover all alarms (visual and audible), including the low speed hazard and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii lvas operating manual, under section 14.4 ¿showering¿ states that although the externally-worn components of the heartmate ii are moisture resistant; heartmate components are not waterproof and must not be directly exposed to a wet environment. When taking a shower, all external components must be shielded from water by placing them in a waterproof pouch or by using the heartmate gogear® shower bag. Furthermore, the exit site must be kept dry. Heartmate ii lvas patient handbook, under section ¿caring for the percutaneous lead¿ states that you should frequently check the perc lead daily for signs of damage (cuts, holes, tears). If you discover damage, report it immediately to your hospital contact person. Damage to the electrical wires inside the perc lead can occur even if you can¿t see any damage to the outside of the lead. Signs of wire damage may include fluid oozing from the external part of the lead. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the full report.

Event description:
It was reported that the patient underwent a controller exchange on (B)(6) 2020 due to physical damage to the white power lead and green liquid seeping out of the cable. A review of the log file noted no unusual alarms. The controller was to be returned for analysis.